Manufacturer narrative:
The insulin pump was unable to prime during basic occlusion test due to faulty force sensor relay. The motor passed motor test. No unexpected alarms were noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during priming. Customer stated that they got the message several times and received a message that the settings were erased. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 6.8 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.